Event description:
Omnipod g7/g6 (gen 5): adhesive causes rashes with each location change within 24 hrs of application and lasts for approximately 1 week after removal. Patient (pt) has been on omnipod devices since 2022 without occurrences.